Event description:
It was reported that a patient diagnosed with cervical spondylitis with radiculopathy, neck pain, and multi level spondylosis underwent a single level c4-5 anterior cervical discectomy and fusion. It was reported that a 21mm cervical plate was implanted, along with a lasr 7x14x14mm graft and 4 variable angles screws. During a 6-month follow-up visit, a broken screw was detected midway into the vertebral body after the patient reported an increase in neck pain. The patient underwent a second surgery due to a non-union (pseudoarthrosis) and broken hardware. The patient underwent a revision posterior fusion procedure at c2-t2. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.